Manufacturer narrative:
(B)(4). The device has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an error 804:26 was confirmed and reproduced by baxter personnel during product evaluation. The root cause was assigned to a software failure. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed that this device was previously serviced for the reported condition.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 804:26 occurred. This condition has the potential to cause an interruption of delivery. There is no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.